Event description:
It was reported that four days after implant cardiac tamponade was confirmed due to chest pain. The right atrial (ra) lead was explanted after performing drainage, and pericardial effusion was confirmed. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.